Event description:
Slight increase in arthritic symptoms [arthritis] ([condition aggravated]). Case narrative: initial information received on 07-feb-2019 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a (B)(6) years old male patient who experienced slight increase in arthritic symptoms, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history included chest pain in 2012, sinus disorder, gout in 1966, stent placement, myocardial infarction in (B)(6) 2012, hyperlipidaemia, hypertension, hypothyroidism, obesity, joint swelling in 2003, spinal fusion surgery, catheterisation cardiac, arthrotomy, meniscus operation and colonoscopy. His family history included cancer and heart disease with mother. His past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing arthritis, wear denture and had quit smoking 18 years ago. Concomitant medications included tramadol hydrochloride (ultram), clopidogrel bisulfate (plavix); lisinopril; metoprolol tartrate ; fish oil, atorvastatin calcium (lipitor), levothyroxine sodium, allopurinol, aspirin and vitamins nos (multivitamin). On (B)(6) 2016, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) at dosage 6 ml via intra-articular route (lot - unk) for osteoarthritis of knees. On (B)(6) 2017, patient was back with slight increase in arthritis. Final diagnosis was slight increase in arthritic symptoms. Corrective treatment: paracetamol (tylenol) and triamcinolone acetonide (kenalog). Outcome: unknown for slight increase in arthritic symptoms. Seriousness criteria: intervention required for slight increase in arthritic symptoms.

Event description:
Slight increase in arthritic symptoms [arthritis] ([condition aggravated]). Case narrative: initial information received on 07-feb-2019 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a 68 years old male patient who experienced slight increase in arthritic symptoms, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history included chest pain in 2012, sinus disorder, gout in 1966, stent placement, myocardial infarction in dec-2012, hyperlipidaemia, hypertension, hypothyroidism, obesity, joint swelling in 2003, spinal fusion surgery, catheterisation cardiac, arthrotomy, meniscus operation and colonoscopy. His family history included cancer and heart disease with mother. His past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing arthritis, wear denture and had quit smoking 18 years ago. Concomitant medications included tramadol hydrochloride (ultram), clopidogrel bisulfate (plavix); lisinopril; metoprolol tartrate ; fish oil, atorvastatin calcium (lipitor), levothyroxine sodium, allopurinol, aspirin and vitamins nos (multivitamin). On (B)(6) 2016, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) at dosage 6 ml via intra-articular route (lot - unk) for osteoarthritis of knees. On (B)(6) 2017, patient was back with slight increase in arthritis. Final diagnosis was slight increase in arthritic symptoms. Corrective treatment: paracetamol (tylenol) and triamcinolone acetonide (kenalog). Outcome: unknown for slight increase in arthritic symptoms. Seriousness criteria: intervention required for slight increase in arthritic symptoms. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one, batch number unknown, global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Additional information was received on 13-feb-2019. Global ptc number and ptc results were added. Text amended accordingly.